Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ valve leak and/or damage: observed crack assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "deflation" and later reported "hole in valve". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation device evaluation: device photograph(s) for the device related to the reported event of deflation was requested on january 10, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: deflation: not observed. No additional observations are performed.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.